Manufacturer narrative:
Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had fractured due to the patient experiencing a fall. It was noted that a lead alert triggered due to high impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.